Event description:
Initial info received from a physician who is also a consumer via valeant rep on (B)(6) 2012: a female consumer in her (B)(6) initiated poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date unk) 6 years ago (2006) in an unk area and developed superficial nodules. Three years ago (2009), she received poly-l-lactic acid in her cheek. Recently (2012), she developed a small mass in the same cheek that was injected with poly-l-lactic acid. The mass got bigger and became so painful that she could not eat. She was hospitalized and the benign mass was removed. The pathology came back as un-dissolved poly-l-lactic acid. The consumer thought that the poly-l-lactic acid was misplaced ¿between the parotid duct and the buccal mucosa¿ which caused saliva to drain into her cheek. The consumer is now recovering, and is back to work. No medical and concomitant medications were reported. No further relevant info provided.